Manufacturer narrative:
The reported event of fluid found in header was not confirmed. The pacemaker was received for analysis. Longevity, functional, and visual analysis were normal with no anomalies found. This MDR report product is for an ous event identified as same/similar during a retrospective review as a result of abbott¿s investigation.

Event description:
It was reported the patient presented in clinic for follow up feeling dizzy. The physician elected to explant the pacemaker. During the surgery, it was noted there was fluid in the header of the pacemaker. The pacemaker was successfully replaced. The patient was in stable condition.